Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during use on a patient, the fiber optic (fo) waveform on the cs300 intra-aortic balloon pump (iabp) was dampened and generated an "unable to calibrate iab optical sensor." The customer did not attempt to perform a manual calibration and switched the iabp unit to transduce the central lumen successfully. In addition, the customer reported that the patient pressures had been normal during the message and that the fo was currently unplugged. It was later reported that when the patient was in the cardiovascular intensive care unit (cvicu), the customer attempted to use the fo again and the iabp generated an "iab optical sensor failure" message. The customer continue to use the transducer successfully. Subsequently, the customer advised that the intra-aortic balloon (iab) would be saved once removed from patient and the iabp unit would be sent to the clinical engineering department. The patient advised that a new catheter was inserted into the patient. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The customer has not requested for getinge to evaluate the iabp unit involved in this event. However, the customer has advised that the iabp unit is in working condition with no issue. A new iabp fiber optic cable was inserted and the iabp worked fine. (B)(6).

Event description:
It was reported that during use on a patient, the fiber optic (fo) waveform on the cs300 intra-aortic balloon pump (iabp) was dampened and generated an "unable to calibrate iab optical sensor." The customer did not attempt to perform a manual calibration and switched the iabp unit to transduce the central lumen successfully. In addition, the customer reported that the patient pressures had been normal during the message and that the fo was currently unplugged. It was later reported that when the patient was in the cardiovascular intensive care unit (cvicu), the customer attempted to use the fo again and the iabp generated an "iab optical sensor failure" message. The customer continue to use the transducer successfully. Subsequently, the customer advised that the intra-aortic balloon (iab) would be saved once removed from patient and the iabp unit would be sent to the clinical engineering department. The patient advised that a new catheter was inserted into the patient. There was no patient harm and no adverse event was reported.